Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary retention is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, any abnormalities were not identified in manufacturing or design from the risk review. Therefore, a conclusion code of cause not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that following a water vapor therapy procedure, the patient experienced retention weeks later. Multiple void trials had failed. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of urinary retention is a known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, any abnormalities were not identified in manufacturing or design from the risk review. Therefore, a conclusion code of no problem detected and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that following a water vapor therapy procedure, the patient experienced retention weeks later. Multiple void trials had failed. No further patient complications were reported.